Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose and moisture damage from the insulin pump. The customer's blood glucose reading was 50-60 mg/dl. The customer corrected with juice. The customer stated that he threw the pump in the thrash because it was filled with water. The insulin pump will be returned for analysis.